Event description:
On an unknown date a patient in belgium underwent a procedure for the placement of percutaneous endoscopic gastrostomy-jejunal (peg-j) tubes. On (B)(6) 2025 it was reported the patient has a known buried bumper for which the gastroenterologist has decided not to treat and take a wait-and-see approach. The device involved in the event remained implanted; therefore, a return sample evaluation is unable to be performed.

Manufacturer narrative:
Reference number: (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062910. A buried bumper is a known complication of a peg tube placement. Health effect clinical code of e2402 was chosen to capture the event of buried bumper. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.